Event description:
It is reported that the patient received an acetabular cup and stated pain after cyst removal. For this reason a revision surgery of the acetabular cup is planned.

Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. As the patient has not been revised to date, a cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer gmbh considers this case as closed. (B)(4).